Manufacturer narrative:
Manufacturer name, city and state was corrected to reflect the (B)(6) address. Lot # was corrected to w3042. One other complaint (B)(4). Was identified with the same reason code and was from the same facility. There was no product returned for evaluation on this complaint. Six quarters of sterilization dose audits (q4 2017 - q1 2019) were reviewed and found that all bioburden values were within acceptable parameters. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary. No product was returned for evaluation, as such no definitive conclusions can be drawn as to the source of the "endophthalmitis". Per the medical reviewer, contamination of surgical-reusable equipment should be considered in addition to the well-known risk factors. Although requests for additional information have been made, it has been reported that no additional information can be confirmed and cannot be expected by follow up contact. Should the product be received, the investigation will be reopened. Complaints of this type will continue to be monitored. The investigation is considered complete at this time.

Manufacturer narrative:
Lot # was initially reported incorrectly as w3024. New information indicates the correct lot number to be w3042. Device manufacture date has the corrected date of manufacture, and the expiration date remains 16-mar-2020. The evaluation results remain the same. The investigation is considered complete at this time. Should product be received at a later date, the investigation will be reopened.

Manufacturer narrative:
Though requests have been made for product return, to date none has been received. Investigation results are pending.

Event description:
A patient received phacoemulsification and intraocular lens implantation with the stellaris system, due to senility cataract in both eyes. The incision was not sewn, and the patient was discharged with medication on the same day. Re-examination showed no discomfort and the visual acuity was 0.6. Thirteen days after surgery, the patient came to the hospital with redness and pain, tears and blurred vision in left eye. The patient was admitted to the emergency department of "suppurative endophthalmitis os" for posterior vitrectomy and intraocular lens extraction. The endophthalmitis was controlled and the patient was discharged with medication. It is reported that the patient has recovered.